Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer¿s low blood glucose values were 53mg/dl and 80mg/dl and the high blood glucose value was 355mg/dl and 335mg/dl. Customer declined to troubleshoot for high and low blood glucose values. Insulin pump will not be returned for analysis.